Manufacturer narrative:
The field service engineer (fse) observed the ultrasonic high voltage at 215 vdc (specification is 197 vdc ± 3.0 vdc). The fse set the ultrasonic high voltage to 198 vdc. The fse performed a wet/dry level sense test which passed within instrument specifications. The fse verified operation of the precision pump and primed the system; no issues were noted. The fse performed a routine system check and a high sensitivity system check; both passed within instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the ultrasonic high voltage is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported non-reproducible troponin I (access accutni) results, for two patients, involving the unicel dxc 600i synchron access clinical system. None of the results were released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Subsequent testing of the first patient¿s sample produced erratic results both within the normal reference range and within the risk stratification range. Subsequent testing of the second patient¿s sample, on an alternate access 2 system, produced reproducible lower results within the normal reference range. The laboratory¿s protocol is to perform troponin tests in duplicate. The patients¿ samples were collected in lithium heparin plasma tubes and serum tubes with gel. The lithium heparin plasma sample was centrifuged at 3,500 rpm (rotations per minute) for five minutes. The customer indicated the lithium heparin samples and serum samples were drawn concurrently for each patient sample. All samples were full collections. The customer did notice a clot in one of the serum sample tubes and removed the clot. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.